Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that upon insertion the doctor used the seldinger technique for the percutaneous insertion. After the introducer was in place, the guide wire was advanced into the vessel. The syringe and needle were removed. When passing the dilator over the guide wire, resistance was met. The dilator was removed and it was noted that the tip was damaged. A second dilator was used; however resistance was felt again after about 5cm. Therefore the dilator and the guide wire were both removed. Two kinks were observed in the guide wire. No damage was found on the second dilator. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.